Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Error code 44510 was revealed in the event history log. Functional testing was unable to duplicate an unknown issue. It was determined that the pwa board and the dso seal were replaced to address the issue. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device is for repair for an unknown issue. There was unknown patient involvement.